Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports omni tract not locking securely when assembled. The connection of the adaptor on the table post and the bar of the wish bone. It appears to have movement during surgery. On (B)(6) 2015 dealer reports kidney transplant was being performed. The surgeon had to keep repositioning so that he could get adequate retraction during procedure. No further information available. #1 of 2 complaints.

Manufacturer narrative:
On 8/25/2015 integra investigation completed. Method : failure analysis, device history evaluation. Results: device history evaluation: no abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. Conclusion: upon further investigation into the customer¿s complaint, engineering noticed the s.f. Clamp subassembly was not functioning properly as designed. The s.f clamp subassembly primarily comprises of two .75 serrated clamps, which lock together when the handle is placed in the locked position. In the locked position, the starburst teeth do fully engage with no visible gaps present yet the handle does not align parallel to the field post. In the unlocked position with the application of force on the clamp¿s handle, the starburst teeth do fully engage as well and the handle remains unparalleled to the post, yet the cam body does not fully sit on the bushing between the upper .75 serrated clamp and cam body as it should. A dysfunctional, likely bent, internal component within the .75 serrated clamp assembly is likely the main cause for the s.f clamp subassembly not properly tightening onto the field post. The cam body is supposed to fully sit on the bushing at all times in both locked and unlocked positions. The handle should always remain parallel to the field post when fully rotated to either end. The handle should only have the ability to rotate between 0° and 180°, even with the application of force. The omni-flex support arm is lacking proper/full captivation of the clamp subassembly which is resulting in the unwarranted movement of the sleeve .